Manufacturer narrative:
Investigation results as follows: visual inspection of the returned platform was performed and found that the front enclosure, battery cable and battery lock were damaged. Note autopulse is a reusable device and was manufactured in 2007. Therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint of the platform displaying error messages. A review of the archive was performed and found user advisor (ua) 02 (compression tracking error) and user advisor (ua) 17 (max motor on time exceeded during active operation) to have occurred on the event date of (B)(6) 2015. However, there were no ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) errors observed on the reported event date of (B)(6) 2015. During run in test with the 95% patient test fixture (lrtf) for approximately 10 seconds, a user advisory 02 (compression tracking error) was occurred . Load cell characterization was performed and load cell 1 and load cell 2 were found to be defective causing the ua02. Load cell 1 and load cell 2 were replaced in order to remedy the reported complaint. Based on the investigation, the parts noted during the visual inspection were replaced, including the load cell 1 and load cell 2. In summary, the reported complaint of the device displayed a user advisor (ua) 02 (compression tracking error) was confirmed due to defective load cell 1 and load cell 2. Upon replacement of all the parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 10/30/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 02 (compression tracking error) and ua 17 (max motor on time exceeded during active operation) message. The customer attempted to troubleshoot the reported problem by fully extending the lifeband, exchanging it and checking the patient's position, however the issue would not resolve. The customer reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.